Manufacturer narrative:
The investigation is ongoing. Upon completion of the investigation, as supplemental report will be submitted. (B)(4).

Event description:
A report was received from the USA indicating that the device experienced code lb0085 (unit loss gui communication). As the biomedical engineer was changing the battery on the device, the screen went blank. There was no pt involvement reported related to the event.